Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: visual inspection of "battery compartment¿ revealed, compartment crack from threads to case seal. No moisture corrosion visible in battery compartment. The pump was opened for further investigation, moisture corrosion was observed on the motor flex connector. Time and date was accurately set at start of investigation. Alarm was not duplicate when performed pump rewind, load, and prime. Pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a faded display screen, cracked battery compartment and moisture corrosion on the motor flex connector this report is made based on the results of an investigation completed on (B)(4) 2013.